Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Did the event occur during one or multiple patient procedures? What is the total number of procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Events reported via 2210968-2022-03457.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke during the procedure, the incident happened twice. No adverse patient consequences were reported. Additional information was requested.